Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller event log file captured several low flow alarms on (B)(6) 2024. A driveline disconnect was captured that reported occurred after the patient's expiration. The device appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also lists pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient then passed away on (B)(6) 2024. The cause of death was undetermined, but the patient was found in their room having vomited and had low flow alarms. Log files were reviewed and found multiple strings of low flows where the low flow estimator dropped below 2.5 liters per minute (lpm) beginning (B)(6) 2024. The pump was seeing a reduction in blood volume. This was followed by low_flow / driveline_disconnect / lvad_off alarms where the driveline was disconnected from the system controller on (B)(6) 2024 at 1:25pm. The system controller recorded (f69) intentional pump stop where the pump stop command was initiated at the heartmate touch at 1:34pm. The low_flow / driveline_disconnect / lvad_off alarms were confirmed to have happened after the time of death. The death was not considered to have been device related. The device operated as expected. No device was returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.